Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient was in the hospital with a bone infection. Tests were going to be performed to determine where the infection came from. The patient's indication for use is movement disorders. No cause, diagnostics, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.